Manufacturer narrative:
Two devices were returned for eval. The actual device involved did not have the peek eyelet because it remained inside the pt. The second device, an unused device from the same lot, was evaluated and no problems were found. Device history record review revealed nothing relevant to this event. The customer's complaint was not confirmed and the cause of the complainant's event was not determined.

Event description:
It was reported that the surgeon heard a crack as he inserted the eyelet into the bone, and the sutures and the implant came out. The peek eyelet had broken. The eyelet remains deep in the bone, but no additional adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.